Manufacturer narrative:
Correction: h7 and h9 were incorrectly selected and were meant to be blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic where it was decided the implantable cardioverter defibrillator was to be explanted due to the advisory on the product. The procedure was completed successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No device problem was found.